Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09550. The pt is implanted with two percutaneous leads (from different lots). It was reported one of two leads is visible through the surface of the skin but has not protruded through. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.